Event description:
It was reported that during a vats procedure, the first firing it stapled, but did not cut the entire length of the staple line, a second reload (green) was used and when it was fired, it cut and stapled to complete the case. The device and reload is returning. No patient consequence was reported.

Manufacturer narrative:
Date sent: 9/17/2007. The analysis results showed that the ez45b device was received in good visual conditions and with a cartridge present. The cartridge was received void of staples. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended; however, the cut was noted to be jagged due to a damaged knife, this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue then indicated. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.